Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating nibp measurement was low and out of tolerance (126/94 vs expected 120/80). The device was not in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). E1: reporter phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.